Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the syringe. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 302832, batch no: unknown. Didn't think they were sterile. Looks like there are soap spots inside syringes. Dr. Called in to report an issue with the 30ml, 302832.

Event description:
It was reported that bd luer-lok¿ tip syringe had foreign matter in the syringe. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 302832. Batch no: unknown. Didn't think they were sterile. Looks like there are soap spots inside syringes. Dr. Called in to report an issue with the 30ml 302832.

Manufacturer narrative:
Investigation: nine (9) samples were received from the customer for investigation. Eight (8) of the samples were in unopened blister packs and one (1) sample was in an opened blister pack with a note stating that the sample had been opened but not used. The returned samples were visually examined and were found to have slight cosmetic defects in the barrels. Cosmetic defects can occur during the molding process or during the assembly process if the barrels come in contact with hard surfaces either on the equipment or other barrels. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.